Event description:
It is reported that the patient underwent revision surgery, due to pain.

Manufacturer narrative:
Evaluation summary: no devices or photos were received, therefore, the condition of the components is unknown. Information regarding mating components such as the shell and bone screw (s) was not provided. Surgical notes from the primary surgery and any subsequent surgeries were not provided. It is unknown whether the acetabular components were implanted with the correct fit and orientation as per surgical technique. Instrumentation used is unknown. X-ray images post-primary surgery and from successive patient visits are unavailable. Time in vivo was not provided. Patient factors that may affect the performance of the components such as height/weight, activity level, type of activity (low impact vs. High impact), rehabilitation protocol both physiological and pharmaceutical and compliance therefor are unknown. Due to insufficient information, no probable cause analysis can be completed at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.